Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited diagnostics anomaly. The message was cleared and the device resumed normal functions. No further information was available.